Event description:
During the evaluation, a 2 mm crack was discovered in the tubing. Two scars were also identified around the crack. There was no pt injury or medical intervention associated with this incident.